Event description:
Physician report implant rupture and silicone leakage. Device has been explanted. This relates to an unknown side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone leakage.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Device relates to the left side.